Event description:
(B)(4). These are on going problems of my life now...... Pain in lower stomach and back. Stabbing pains on both sides. Breath taking cramps all the time. Periods are like child birth always passing blood clots the size of half dollars and bigger. Changing tampons every 10 to 15 minutes. Losing hair. Dizzy spells. This will not let me change the next question answer . I have been to hospital for these problems multiple times.